Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that there were unspecified issues with the pump's usb port that caused difficulties charging the part as it would be difficult to plug the charging cable into the port and the pump would not recognize the charging connection until the cord is replugged multiple times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.